Event description:
Information received by medtronic indicated a high blood glucose level of more than 400mg/dl which was treated by manual insulin injection. The customer was using the insulin pump within 48 hours of the reported adverse event with automode feature off. The customer was assisted with troubleshooting and it was found that the bolus delivery was low, which was resolved by changing the reservoir and infusion set. It is unknown if the customer had continued to use the device. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.